Manufacturer narrative:
Unknown 2.7 mm cortex screw. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a screw in his hand on (B)(6) 2017 due to irritation from a cyst over the top of the screw. The patient had developed a cyst over the top of the screw. The cyst and the screw were removed to eliminate irritation. The surgery was successfully completed with no surgical delay. It is unknown if the patient was implanted with any new product. This report is for 1 unknown 2.7 mm cortex screw. This is report 1 of 1 for (B)(4).